Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would time out faster than the 120 seconds the time out setting was set to. Additionally, it was reported that the customer's pump case clip intermittently became detached from the pump case which caused the infusion sets to be intermittently pulled out. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.